Manufacturer narrative:
Date sent to the FDA: 02/01/2021. Additional narrative: it was reported that the patient experienced severe pelvic pain. Additional information: manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with burch urethropexy, cystourethroscopy, exploratory laparotomy, and lysis of adhesions. No additional information was provided.